Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that these phenomena were attributed to the following. - the watertight packing of peripheral device, silicone-based adhesive, or silicone member were broken, invaded the air/water channel, and clogged inside the air/water nozzle. - the staff of at the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena, and also found that the foreign objects remained inside the air/water nozzle due to insufficient cleaning by the user, and the foreign objects could not be removed. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus medical systems (B)(4), it was found that the foreign objects remained in the air/water nozzle and the air/water nozzle was clogged with foreign objects, and also that the water removal ability and the amount of water contact on the objective lens did not meet the standard value due to clogging of the air/water nozzle. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.